Manufacturer narrative:
Kci has deemed this event not reportable based on the information received from the physician.

Event description:
On (B)(6) 2015 the following was reported to the kci (B)(4) representative by the physician: the patient [as originally reported at the (B)(6)] who allegedly experienced necrotic granulation that turned to black while on v.a.c. Therapy in fact experienced pain while on v.a.c. Therapy. The physician confirmed that the pain was a non-serious event that resolved after discontinuation of the device and treatment with an ointment with no further intervention needed to resolve. The physician confirmed that the specific device information could not be provided. Therefore, kci cannot conduct a device evaluation of the unit.

Manufacturer narrative:
This statement is to correct information reported in initial report sent on sep 25 2015. Suspect medical device 4. Model number the information was reported as: asku. Correction: unkvac.

Manufacturer narrative:
The patient was treated with negative pressure wound therapy during the (B)(6) 2010 to (B)(6) 2014 time period. It is unknown when the event occurred as this information has not been provided. Based on information provided, it cannot be determined that the alleged necrotic granulation that turned to black is related to v.a.c. Therapy. Kci has not been able to obtain sufficient information to establish a root cause. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: -check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
The following was reported to the kci kk representative by the physician: at the (B)(6), the physician reported the results of a v.a.c. Therapy case study conducted from apr 2010 to dec 2014 (exact date of the specific event was not provided). The patient experienced necrotic granulation that turned to black while on v.a.c therapy. No additional information is available. The unit in use was either a v.a.c. Ats or activ.a.c. The unit serial number was not provided; therefore, kci cannot conduct device evaluation of the unit.